Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Prior to device explant taking place, the patient had received steroid injections for the pain at the implantable pulse generator (ipg) site. Reportedly, the injections did not address the pain.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, surgical intervention took place on 21 feb 2020 wherein the patient¿s entire system was explanted.